Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2023 that a patient presented with grade 3-4 mixed mitral regurgitation (mr) for a mitraclip procedure. One clip was implanted. The final mr grade was 1. On an unknown date during a catheter examination the clip was noted to be mobile. A transthoracic echocardiogram (tte) was performed. On (B)(6) 2024 the tte was reviewed and a single leaflet device attachment was observed. The clip was detached from the posterior leaflet and remained attached to the anterior leaflet. The mr grade increased to 3. On (B)(6) an additional clip was implanted. The final mr grade was 1. Per the physician, the patient's calcified leaflets may have contributed to the slda.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported slda was due to patient anatomy (calcified leaflets). The reported recurrent mr was a cascading effect of the reported slda. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2023 that a patient presented with grade 3-4 mixed mitral regurgitation (mr) for a mitraclip procedure. One clip was implanted. The final mr grade was 1. On an estimated date (B)(6) 2024, during a catheter examination the clip was noted to be mobile. This was followed by a transthoracic echocardiogram (tte). On (B)(6) 2024, tte was performed and recurrent mr was observed. On (B)(6) 2024, a transesophageal echocardiogram (tee) was performed and a single leaflet device attachment was observed. The clip was detached from the posterior leaflet and remained attached to the anterior leaflet. The mr grade increased to 3. On (B)(6) 2025 an additional clip was implanted. The final mr grade was 1. Per the physician, the patient's calcified leaflets may have contributed to the slda. No additional information was provided.